Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4785801 was released in a single batch. Batch1: released on june 23, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent the removal of iliac screws from the l4-pelvis construct. The surgeon placed the t20 screwdriver, attached to a t-handle, into the head of the screw to back it out and whilst doing this burred the end of tip of the driver. The tightening end of the 279702050 t20 screwdriver shaft is badly worn and burred. There is another screwdriver on the set so this was used and there were no further issues with removing both screws. There was no delay in the surgery. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) t20 screwdriver shaft. This is report 1 of 1 for (B)(4).